Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The complaint is being ruled out as an adverse event based on additional information obtained during a follow up call with the patient on (B)(4) 2012. The patient informed the medical surveillance specialist that she did not develop symptoms as a result of the alleged issue or receive medical intervention. Based on the additional information obtained there is no evidence that the subject meter caused/contributed to an adverse event.

Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was prompting an unknown error message. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the morning of (B)(6) 2012. The patient reported denied managing her diabetes with medication and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that immediately after the alleged issue began she developed symptoms of "frequent urination and swollen ankles." However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the patient informed the cca that the alleged error message was related to a "code error." The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of acute hyperglycemia as a result of the alleged issue.